Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The grip knob was manually articulated off the system and the grip tips opened and closed properly. The inputs were manually articulated, and the grip tips moved accordingly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed. Additional observation not reported by site: the instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.51mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not articulating properly. The procedure was completed with no reported injury.